Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the automated impella controller (aic) experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.